Manufacturer narrative:
The investigation is ongoing. The device remains implanted.

Event description:
As reported by a field clinical specialist (fcs), approximately 4 years and 11 months post-implant of a 26 mm sapien 3 valve in the native aortic valve via transfemoral approach, the patient has critical aortic stenosis (as). A 26 mm sapien 3 ultra valve was implanted in the previously implanted 26 mm sapien 3 valve with no procedural complication, trace pvl and mean gradient of 5-6mmhg by tte. Per medical records review, the stenosis seemed less likely to be thrombus since the patient was chronically on blood-thinning medication. The most likely explanation for the valve stenosis with high grades on echo is related to the pannus formation. Plan tavr CT.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 device codes and investigation conclusions. Added new information to h.6 type of investigation and investigation findings. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was confirmed based on the medical record. A review of DHR, lot history and complaint history did not identify any manufacturing non-conformances that would have contributed to the reported event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''approximately 4 years and 11 months post-implant of a 26 mm sapien 3 valve in the native aortic valve via transfemoral approach, the patient has critical aortic stenosis (as)'', and ''high grades were noted on echo with new left ventricle (lv) dysfunction. Seems less likely to be thrombus since the patient is chronically on blood-thinning medication, most likely related to pannus''. As noted, ''the peak/mean gradients are 101/61 mmhg respectively''. The exact etiology of pannus formation is not known and multiple factors are involved in its formation. Pannus represents a bioreaction to prosthetic valves associated with coexisting factors such as surgical technique, thrombus organization from inadequate anticoagulation, infection and wall shear stress. The effect of pannus formation on hemodynamics depends on the extent and site of fibrous tissue. Pannus that extends to the orifice and hinges of the s3 valve may interfere with the device functionality by restricting the leaflet motion or narrowing the orifice of the valve, thereby increasing the pressure gradient. Due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.